Event description:
It was reported that upon deployment, it was identified that the filter limbs did not open. Reportedly, the physician deployed the filter without any difficulties. At the completion cavogram, the physician noted that the filter's legs and some of the arms had not opened. The physician advanced a guidewire through the filter and successfully opened the filter limbs. There was no report of injury to the patient.

Manufacturer narrative:
The device history records could not be reviewed as the lot number was unknown. The filter remains implanted and the delivery system was discarded by the user facility; therefore, not available for evaluation. The event investigation is currently underway.